Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch vita meter read accurately high. The medical surveillance specialist reviewed the technical service representative (tsr) documentation. The pt said, she obtained the one touch vita meter six days prior to contact to lifescan. She said she had symptoms of hypoglycemia at times but started to develop more hypoglycemic symptoms starting around the time she got the new meter, saying her readings have been inaccurately high on the new meter. She says, she experienced about one episode of hypoglycemia per month before getting the new meter and experienced about two per week since getting the meter. Eleven days later, when her doctor changed her insulin regime and prescribed lantus. The pt said, the doctor added lantus and reduced her novorapid insulin dose. She did not say how much lantus she takes but said that her dose of novorapid decreased from between 20 and 25 units to between 8 and 14 units. She takes her novorapid three times per day before meals, but did not explain in detail how she adjusts. She said, she had a "very strong hypoglycemia" feeling shaking and sweating about four hours after a meal on november 9 and obtained a reading of 39 mg/dl on her meter when she had symptoms. She treated herself with sugar and felt better 10-15 minutes later. She then went to a clinic obtained a reading of 178 mg/dl on the vita meter and 120 mg/dl on the laboratory meter, performed within 10 minutes of each other. Based on statistical criteria, the difference between these results falls outside the expected value of <=20%. The medical team at the clinic advised the pt to call lifescan and obtain a replacement meter. She stayed one day at the clinic and the medical team did not give any other medical advice. It was determined during the troubleshooting telephone call, the pt's testing steps were correct. The test strips were within expiration date. The meter was set to the correct unit of measure. This complaint is being reported because the pt alleged the readings on the meter were inaccurately high, took insulin based on the results, and suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.